Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct information provided on the initial report. The following sections were updated and/or corrected: d8, e2, e3, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, when the customer connected the endoscope, foreign matter accumulated inside the video connector receiver and accidentally touched the electrical contact part, or the electrical contact part of the endoscope. It is likely that the image was not displayed because of a poor connection due to the foreign matter. The following verbiage is identified in the instruction manual, which may prevent the phenomenon: - "important information - please read before use: clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating." - "6.3 connection of an endoscope: if they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user reported that the high-definition liquid crystal display monitor would black out during the procedure. The power light remained green on the monitor during the time of the black out. The cv 190 evis exera iii video system center was cycled and then the monitor was functioning properly. The user was advised if the power of the monitor was on and powering off the cv-190 should simulate the black out and the user agreed. In follow up with the customer, the customer stated that they wanted to send the cv-190 in for repair. The device was returned to an olympus service center for evaluation and the issue was not confirmed. The unit was tested with a clv-190 light source and with ltf-s190-5, ltf type vh, gif-q180, gif-h190 and cf-hq190l tests scopes. The video image was functioning normally. Heavy dust/debris was found in the video connector pins which may have contributed to the issue. The video connector needed to be replaced and unit needed to be cleaned. In addition, there was illegible front panel labeling and the software version needed an upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a therapeutic procedure, the evis exera iii video system center monitor would black out. No patient harm reported.